Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The caller reported a sensor reading of 'lo' (< 40 mg/dl) with the adc device, and treated customer with sweet foods and juice. The customer then became unresponsive, lethargic, and lost consciousness, and paramedics were called. A paramedic meter result of 541 mg/dl was obtained and the customer taken to hospital. The customer stayed in hospital overnight but it is unknown what treatment was provided. There was no report of death or permanent injury associated with this event.